Event description:
While removing vent connector from a pt for suctioning a nurse observed a plastic tip from the lower portion of the connector on top of the pt's trach. Pt was not harmed by the event. It is unclear how the small tip could break off the connector. As a result the MFR was notified and this lot number was pulled to be returned to the MFR. The actual device could not be evaluated as it was discarded.